Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 5/3/2023, it was reported by a sales representative via email that an ar-2324bcsp swivelock eyelet started to bend during insertion and, when it was malleted in, snapped off the inserter. The surgeon attempted to retention the sutures in order to secure the eyelet back to the end of the inserter, but the same thing occurred, it bent and snapped off the inserter. This was discovered during a procedure. Additional information received on 5/4/2023: the eyelet snapped off but was secured with the suture and never became loose inside the patient, this made it easy to remove it. This was discovered during an arthroscopic rcr procedure on (B)(6) 2023. The case was completed successfully with another anchor.